Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see any melting, fire, smoke or sparking. When asked, she indicated that she did not know how the crack occurred- that she started to see the crack after plugging and unplugging it frequently until the crack got worse and eventually fully broke, exposing the wires inside. She also indicated that she likely removed the power supply from the outlet by pulling the cord, but once it cracked, she started pulling it out by the transformer housing. A breach in the transformer housing is a safety risk. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, the product evaluation confirmed the customer¿s report that the transformer housing was split open, exposing the inner electronics. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but the damage was not to the extent that was present on the transformer which is the subject of this complaint. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product will continued to be monitored for similar issues.

Event description:
The customer reported to customer service that the transformer ¿box¿ for her breast pump has cracks that expose the inside of the transformer. As injury was not reported.